Event description:
It was reported a continu-flo solution set had a crack on the white piece and leaked during a continuous infusion of 10% dextrose solution. A video of the reported issue was provided and the leak appeared to be coming from the check valve of the set. There was no reported medical intervention or patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Visual inspection showed no obvious defects. An under-water leak test identified a leak between the check valve white and clear discs/halves; no other leaks were noted. No further testing was performed. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the cause was determined to be an issue with the check valve that was supplied to the manufacturing site by a third party. In order to address this condition, a CAPA was opened and a notification was sent to the supplier. Should additional relevant information become available, a supplemental report will be submitted.